Event description:
The sjm valve was explanted dur to diagnosis of endocarditis and replaced with a smaller sized sjm valve. Echocardiography showed mobile vegetation of 1 cm in diameter on the ventricular side of the explanted mitral prosthetic valve. The physician stated that the event of endocarditis was not caused by the valve itself because the valve... He also stated that the reason of the prosthetic valve endocarditis and infection was unk.